Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2015. According to the complainant, the stent was to be placed to treat a stricture due to a 2mm-long pancreatic cancer lesion at the head of the pancreas. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the stent placement. During the procedure, the nurse experienced difficulty in deploying the stent and she kept putting pressure on the delivery system. The external sheath of the stent broke and stent deployment became impossible. The device was removed from the patient and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the proximal end of the guide wire access sleeve had detached from the outer sheath.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. Investigation result of sheath partial detachment. Investigation results: a wallflex biliary rx stent system was returned for analysis. Visual examination of the returned device found that the stent was fully mounted and that the distal handle was fully retracted. It was noted that the stainless steel handle was bent and that the proximal end of the guide wire access sleeve had detached from the outer sheath. During analysis, it was not possible to deploy the stent by retracting the distal handle due to the break in the outer sheath. However, the investigator was able to deploy the stent without issue by manually retracting the distal end of the outer sheath. No issues were noted with the profile of the deployed stent. The damage identified during the product analysis were consistent with the device meeting resistance during deployment. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu)/product label.